Manufacturer narrative:
Customer reported that the plunger was not in place. The device was chipped out on lower right front corner of top case also on right plunger case. Performed syringe test and plunger sensor test, syringe plunger was not in place. Error was found at syringe test and failed syringe plunger sensor test. Unable to determine who caused the problem, device was broken off from plunger board and from glue. Replaced plunger board, performed pm maintenance and all functional testing.

Event description:
It was reported that the plunger was not in place. No patient injury was reported.